Event description:
In 2001, the user facilities o.r. Materials manager informed the manufacturer's representative of the following: physician had difficulty locking bayonet into place. Used another device; successful implant with new device.